Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2023, the patient went for an x-ray in the outpatients department, and was told the top screw had started to bow and the bottom screw had a fracture through it. The patient then attended the fracture department on (B)(6) 2023 and it was identified that both screws were snapped into two (2) pieces. Another x-ray was performed and it was identified that all screws were snapped. It was also noticed that right semi pelvis had sheared off upwards into the body 3-4cm as there was nothing holding the pelvis in place due to the screw snapping. The patient's pelvis is now at the level of spinal cord and spinal disc. This report involves unknown screws: cannulated. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screws: cannulated/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however x-ray were received for review. The x-ray investigation revealed that unk - screws: cannulated started to bend from the middle area and then broke in two pieces. The observed condition of the device cannot be established. A high-energy trauma is identified and fixation seems to be unstable; there are no screws holding the inferior side of the pelvic ring together. A too early weight bearing can also be an important factor to be consider, however it is unknown, therefore no conclusion can be drawn. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk - screws: cannulated would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (catalog, exp. Date & lot), h4, h6 (health effect - clinical code) corrected: d1 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b3, b5, d6b, d10 (concomitant), g4 (manufacturing site name) corrected: d4 (primary UDI number), e4, h8. H3, h6: photo investigation: the product was not returned to depuy synthes; however, x-ray were provided for review. The x-ray investigation revealed that unk - screws: cannulated started to bend from the middle area an then broke in two pieces. The observed condition of the device cannot be established. A high-energy trauma is identified and fixation seems to be unstable; there are no screws holding the inferior side of the pelvic ring together. A too early weight bearing can also be an important factor to be consider; however, it is unknown, therefore no conclusion can be drawn. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk - screws: cannulated would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 209.955s lot number: 97p9826 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 apr 2021 manufacturing site: jabil grenchen expiry date: 01 apr 2031. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: the information confirms both screws broke and possibly contributed to the reported patient experience of nonunion, pain, limb asymmetry, and nerve tension. Patient received revision. Depuy synthes devices were removed and new devices were implanted. Post revision surgery, radiographic imaging provides image of 3 screws with washers, a plate and 6 screws were implanted at revision surgery. However, the device manufacturer identity of the new devices implanted during the revision surgery is not identified. After the revision surgery, information indicates the leg lengths equalized and sacrum "appears to be healed" . It is reported that patient has experienced "some reduced sensation and weakness in the right leg/foot". No further treatment planned currently, and the patient is under active surveillance follow-up. Clinician assessment: it is reasonable to attribute the patient's initial experience of nonunion, pain, limb asymmetry, and nerve tension to the broken screws only as a possible cause or contributor to the signs/symptoms. There are no reports of any malfunctions for the washers nor does the information reasonably suggest the washers are a possible cause or contributor to the reported signs/symptoms.